Event description:
It was reported that: "during the surgery, the surgeon used the calcar planar. The technique used was originally proper technique where he started the power tool before contacting bone. But for some reason, the surgeon changed their technique of using the planar. They started then stopped power. This resulted in a spiral fracture that was repaired with dall miles equivalent. After a post-op x-ray was taken, the fracture was noted to be larger than repaired. The surgeon had to go in again and add additional cables to provide the required support."

Manufacturer narrative:
Review of product experience reporting database, design history file, packaging insert & surgical protocols in which the calcar planer is used. Evaluation summary: the event is not device related. The results of the investigation indicate that the cause of calcar fracture is related to lack of instructions provided in the surgical protocol. Review of the design history file indicated that fracture of the proximal femur from use with the calcar planer is a known potential failure mode. Review of the surgical protocols indicated that these instructions were inadvertently not specified as recommended. As a result, a product correction was initiated on august 31, 2009 to notify users of the changes made to the surgical protocols, and to provide them with online access capability to download and print out these updated protocols as needed.